Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Event description:
On (B)(6) together with the sales rep, they try to adjust the certas valve with two different tms but it was not possible to adjust it from setting 7 to setting 8. On (B)(6), dr. (B)(6) tried it again but without success thus he decided to explants the valve on (B)(6).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was at setting 6 this was controlled with the tms and visually. It was also noted that the cam was sitting correctly. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water; no occlusion was noted. Then the valve was dried. The valve was leak tested, no leak was noted. Then the valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Manufacturer narrative:
(B)(4). Additional information. This report is being filed to provide the correct product information.